Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "imn retro femur was done on (B)(6) 2025. The doctor saw the patient in the clinic on (B)(6) 2026 and reported that the a/r nail in this patient was bending".